Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Pmcf survey data alleges that a safety adverse event occurred while using a 0.035" j-tip diagnostic guidewire. During placement of a stent into the peripheral vasculature, vessel dissection occurred. Additional treatment was required; however, no additional details are available.